Event description:
Reportedly, the stent became dislodged during removal of the protective sheath. There was no resistance noted during removal of the protective sheath. The device was not used in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did confirm the reported device issue. Based on the investigation, no product deficiency was identified.